Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 11/10/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that their open spine clamp screw was worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.